Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that air bubbles were observed within the infusion set tubing. The customer successfully primed out the air bubbles. Blood glucose level ranged between 338-400's mg/dl.